Event description:
During implant, a loss of capture was observed in the right ventricle. The physician attempted to disconnect the right ventricular (rv) lead from the device but was unsuccessful. The event was resolved by explanting and replacing the rv lead and device. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture and ¿tried several times to disconnect the lead from the can but always unsuccessful¿ were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The connector pin, sealing ring, connector ring, and the connector boot were found to be within specification. The lead was able to be inserted and removed from a device with no anomalies noted. Electrical testing did not find indication of conductors fractures however an internal short was noted between conductor paths consistent with procedural damage.